Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-9004-35, serial/lot #: (B)(4)/399483; description: precision connector m1, 35cm, model #: sc-4275, serial/lot #: (B)(4), description: scs spare torque wrench. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had swelling and pain at the pocket site. The physician suspected a procedure related infection. The patient underwent an explant procedure and was doing fine post-operatively.